Event description:
It was reported that this right ventricular (rv) lead was exhibited an increase in impedance measurements. An alert at 150 ohms had been experienced in the past. Technical services (ts) was consulted and recommended evaluation options. This rv lead remains in service. No adverse patient effects were reported.